Event description:
On 09/25/1999 at 06:42 am, the account reported a hemoglobin result of 18.8 g/dl on a pt, which was questioned by the physician. The pt was retested 11:50 am, and a hemoglobin result of 8.1 g/dl was obtained. The pt was redrawn at 12:15 pm, and a hemoglobin result of 8.7 g/dl was obtained. No report of injury.